Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the error message was due to brake gap out-of-specification in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in december 2014 and is more than 6 years old, well past its expected serviceable life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. During open-case visual inspection, unrelated to the reported complaint, it was noted that eight bosses on the encoder, motor, and top covers of the platform were cracked. This can occur from the over-tightening of the screws. The bosses contain brass inserts to secure the screws, so minor cracks of the plastic were repaired with a bonding adhesive without affecting the structural integrity of the platform or the required torque specification for the screws. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The error was found to be due to the drive train motor brake gap was out-of-specification. The brake gap needs to be adjusted to the manufacturing specifications to remedy the error message. During the archive data review, a system error 139 (unable to hold compression position) message was noted around the reported complaint date, thus confirming the reported complaint. However, system error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4) .

Event description:
During shift check, the autopulse platform (sn (B)(4) ) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.